Event description:
It was reported that during inserting of the mega 50cc balloon catheter along the guidewire, there was great resistance, and it could not be delivered to the designated position. The balloon catheter was withdrawn and replaced with another device of the same model. The replacement catheter was successfully implanted, insertion was femoral. No harm to the patient was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.